Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and found that a student was in room 211f as the patient had spo2 saturation below <50%. The student ran out of the room to inform the nurse and the nurse immediately went to room 211f. At this point, the bradycardia alarm went on. A second staff nurse stated that the room 211f bradycardia alarm did not display in room 218 via bed to bed (care group) monitoring. A philips product support representative (psr) reviewed the pic ix service logs for this event. The logs indicated that the device/bed was being overviewed in 214f and 215f frequently. A session from 10800017 to 215f was opened at 8:03:27 and remained open. A series of alarm recordings were generated from bed 211f starting around 8:04:40, continuing at least until 8:21, which are also in the alarms recordings and audit logs shown below and/ or in attached customer letter. The device was placed in standby in the room at 8:23 until 9:12. Mr. (B)(6) from the facility confirmed that an alarm from bed 219 was displayed on the room 218 monitor at the time of the incident. Additionally, room 211 was displayed in the upper alarm field with red flags. Based on this information, the pop-up of room 219 was open and active on the room 218 monitor at the time of the reported event and this suppressed the bed 211 care group pop-up notification. A philips field service engineer was dispatched for onsite service. Logs were retrieved and sent for clinical assessment. The fse exchanged the surveillance machine ekphizimc and the device was sent to the testing lab. Following two weeks of testing, no trouble has been identified. There was no product malfunction; this is considered a user issue. The pop-up of room 219 was open and active on the room 218 monitor at the time of the reported event and this suppressed the bed 211 care group pop-up notification. Although the bed 211 care group pop-up alarm was suppressed at some bedsides, the pix ix service logs indicated that the device/bed was being overviewed in 214f and 215f, alarms were recorded as configured. Alarms were also available at the information center and the bedside monitor and were responded to in the room by the clinician. Based on philips¿ investigation, the pic ix device is operating as designed.

Event description:
The customer reported: on (B)(6) 2021 at around 8:15 a.m. [Later updated to 8:00 am], a patient in bed 211f required resuscitation on the intermediate care (imc) ward. According to the user in room 218, the alarm was not displayed on both monitors (218f and 218t) via bed-to-bed overview/pop-up. The patient was required to be resuscitated and consequently died.

Event description:
The customer reported: on (B)(6) 2021 at around 8:15 a.m. [Later updated to 8:00 am], a patient in bed (B)(6) required resuscitation on the imc ward. According to the user in room (B)(6), the alarm was not displayed on both monitors ((B)(6)) via bed-to-bed overview/pop-up. The patient was required to be resuscitated and consequently died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.